Manufacturer narrative:
(B)(4)

Event description:
The physician intended to use an assurant cobalt stent. The device was removed from packaging per IFU, inspected and prepped per IFU with no issues noted. The target lesion in the mid common iliac artery had severe calcification and 90% stenosis. No resistance was encountered advancing the assurant cobalt device and excessive force was not used during the delivery attempt. It was reported that while advancing the device to the lesion, it was noticed that the stent had dislodged and was no longer on the balloon. The physician performed "cut down" to remove the stent using hemostats. The procedure was abandoned. No further patient complications were reported.